Event description:
It was reported that the patient is on rapid cycling every 3 min and the patient has been experiencing more seizures. Physician did eeg monitoring and is changing medications. Attempts for further information have been unsuccessful to date.

Event description:
Follow-up with the physician reveals that the increased seizures are not believed to be related to the vns. Per physician, the patient's "responsiveness to meds is reducing with time." The seizures are back to pre-vns baseline levels. Only one seizure type has increased (type not specified). The only causal or contributory event that preceded the onset of the seizures was some medication changes. Per physician, the only intervention planned is "planned epilepsy monitoring" and no serious injury has occurred.

Event description:
Additional information was received on (B)(6) 2012 which revealed that the physician reported that there is about half of the battery life left. Therefore, the patient is not being referred for generator replacement at this time.